Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: no surgical notes were provided which indicate how the instrument was being used when the event occurred. The load and angle of insertion at the time of breakage are unk. Research analysis previously conducted found if the inserter drive link is not fully engaged with the lag screw, there is an increased risk of fracture of the instrument. It is not known if the surgical technique was being followed. Potential field age of the inserter shafts is 7 years. With the info provided, the exact cause of this event cannot be definitively determined. Device history records indicate all components were mfg and inspected to specification. Dimensional analysis found measurements taken to be within specification. No mfg abnormalities could be detected by either method.

Event description:
It was reported that during femoral orif procedure, the end of the inserter shaft broke off while inserting the compression screw. This occurred twice during the same surgery.